Manufacturer narrative:
Investigation summary: bd received 2 samples and 4 photos for investigation. The samples and photos were reviewed and the indicated failure mode for embedded foreign matter in the shield with the incident lot was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of embedded foreign matter in the shield was not observed. Bd determined that the root cause of the indicated failure mode was attributed to the manufacturing process where a resin colorant or resin adheres to the interior of the mold core and breaks free during production. This would typically be seen during the start of a run, or if the mold had to be stopped for maintenance and then restarted. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the tube glu plh 13x100 2.0 slbl gr there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was a "dirty cap found with one of the devices."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube glu plh 13x100 2.0 slbl gr there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was a "dirty cap found with one of the devices."